Manufacturer narrative:
H10. H3, h6: the reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device showed the anchor is free from the inserter. The anchor is bent and missing one of its fins. The distal end of the inner shaft is bent. The condition of the device indicates it was inserter off axis causing the inner shaft to bend and not release the anchor properly. Per the devices instructions for use¿establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a surgery the footprint suture anchor, when it was trying to be implanted, the anchor and the inserter can not be separated. The procedure was successfully completed without a significant delay. A back-up device was available and it was used in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.